Event description:
A customer reported that the table rotated slightly during pt transfer. There was no reported pt or user injury. A ge field service engineer (fe) cleaned the rotation plate and adjusted the rotational locks. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
No pt was affected.